Event description:
Caller reported a cartridge alarm 31 but it did not adversely impact their blood glucose level. The issue was not related to the pump's load process and there were no previous alarms reported with the specific alarm codes mentioned. Tandem technical support confirmed the shipping address and arranged to send a replacement pump with updated software, advising the caller on storage and return procedures for the problematic pump. The customer will continue to use their current pump as backup therapy until the new pump is received and will need to program their settings and connect their cgm to the replacement pump.